Manufacturer narrative:
Conclusion: according to the information received from the field the lack of benefit was caused by a migration of the active electrode out of cochlea as five channels were found extra-cochlear at explantation. According to the implant registration card a complete insertion was achieved at implantation surgery. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages are attributable to the removal surgery. The reported facial nerve stimulation was likely caused by extra-cochlear stimulation due to the electrode migration. This is a final report.

Event description:
The user was doing well following initial implantation per audiologist and parent report. Facial nerve stimulation was present when using her new maps with charge units above 15. The user underwent reimplantation surgery on (B)(6) 2026. 5 channels were found extra-cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was doing well following initial implantation per audiologist and parent report. Channels 11 and 12 were found to be extra-cochlear at the time of surgery. Facial nerve stimulation was present when using her new maps with charge units above 15. A CT scan has been scheduled on (B)(6).